Manufacturer narrative:
(B)(4): method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens and was removed. No sutures needed. No pt injury. Further info has been requested but none has been forthcoming. When add'l info becomes available, a supplemental medwatch will be submitted.